Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash under the therapy pads of the lifevest equipment. The patient worked with home health care professionals to treat the skin irritation. Follow up indicated that the skin irritation improved by using a water based unscented lotion.